Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The us complainant had impella cp pump placed to support the patient admitted in with acute myocardial infarction/cardiogenic shock. While receiving support, the patient experienced a groin hemorrhage. This bleeding was controlled for 45 minutes before it ceased. Subsequently, the patient coughed and bore down, causing the bleeding to restart. The medical team once more applied manual pressure, utilized a femostop, administered 4 units of blood, and disconnected the pump. The vascular team was consulted and performed a cut down to seal the site of the bleed. The patient successfully survived the procedure.

Manufacturer narrative:
Additional information has been provided in d9 device returned to manufacturer.

Manufacturer narrative:
Additional information was received and h6 codes updated.

Event description:
Additional information was received stating that the device was in the incorrect position. The pump migrated into the aorta, leading to malposition and subsequent device removal. Laboratory findings were consistent with hemolysis.